Event description:
It was reported that a battery timeout error and the battery was replaced twice. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken. The investigation found the case top cracked on front corners and cracked right plunger case. Cracked right plunger case, broken tabs on the bottom case and visible contamination. The pump event history showed a battery communication timeout error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process. Checked battery diagnostics. Found battery communication timeout after power up. Battery was not recognized by the pump. Found fluid contamination on the interconnect board. The root cause of the reported issue was due to use error. The technician replaced the interconnect board. Checked battery diagnostics, performed preventive measure (pm) and all functional tests which passed.